Event description:
It was reported that this right ventricular (rv) lead exhibited a high pacing threshold. This lead remains in service. No adverse patient effects were reported. Additional information indicates that this right ventricular (rv) lead was explanted due to a high pacing threshold. No new lead was placed. No additional adverse patient effects were reported.